Event description:
It was reported that the procedure was cancelled. The target lesion was located in the moderately tortuous inferior mesenteric artery. A 4mm x 15cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the coil got stuck in the middle of the catheter. The device was removed together with the catheter. The procedure was not completed due to this event. There were no complications reported.